Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the thread breaks easily and the withdrawal of the thread is difficult because the thread twists. All med watch submissions related to this report are: 3003639970-2017-00435.